Event description:
Damaged haptic after implantation. Confirmed the trailing haptic was detached. There was no discomfort whenthe screw was advanced. Intra-operative explantation. The iol was cut and explanted on (B)(6) 2023. Product problem code: a0414, material split, cut or torn.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Damaged haptic after implantation is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Manufacturer narrative:
This follow-up report # 1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for correction and additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no (B)(6) ; model: py-60ad) the exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation. Confirmed the trailing haptic was detached. There was no discomfort when the screw was advanced. Intra-operative explantation. The iol was cut and explanted on (B)(6) 2023 product problem code: a0414, material split, cut or torn.